Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the tip on the distal tip of the returned reflex-hybrid final tightening screwdriver was confirmed to be broken. The broken fragment was not returned. The cruciform tip also bore traces of mechanical wear. Functional inspection: due to the distal tip breakage, the instrument is no longer functional. Device history review: the hardness certificates were in order and no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the distal tip of the returned reflex-hybrid final tightening screwdriver was confirmed to be broken. No incident that could explain the tip breakage was reported during the manufacturing of this batch. The diameter and length of the tip was verified on all units prior to release. The breakage is the most likely the result of the user pivoting the instrument when it was attached to a screw. Rough handling during sterilization could also have caused the breakage. The occurrence and severity thresholds have not been exceeded.

Event description:
The final tightener broke during screw tightening.

Event description:
The final tightener broke during screw tightening.